Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an appropriate shock that accelerated the rhythm into ventricular fibrillation (vf). The rhythm converted after the second shock. The patient was hospitalized. Technical services (ts) was contacted and recommended possible reprogramming options taking into consideration that the patient had undergone an ablation. It was also noted that the morphology in certain configurations was small due to the ablation. This s-ICD remains in service. No additional adverse patient effects were reported.